Event description:
It was reported to philips that the heartstart xl defibrillator analyzed the patient and advised a shock but the shock button didn't appear. The customer switched to manual mode to shock the patient. The patient died.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.